Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery that the acutrak3 mini stick fit driver broke at the tip while inserting screw down metacarpal shaft. About a third of the tip broke longitudinally up the shaft to the beginning of the hexalobe shape. The driver tip did not get stuck in the screw but was left in patient. A new driver tip was used to completed after a 2-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00706 for the driver involved in this event.